Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the torque limiter was sent in for evaluation and repair. Lose parts. Spring and ring fallen out. It was loose in bag in the toolbox. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: it is unknown if there was patient involvement. Event date: unknown. Service history review of the device has been performed. The review indicates that the device has not been serviced during the past 6 months. There is no information relevant to the current complaint issue. A product investigation was completed: the device failure reported by the customer could be confirmed. The service history review shows no previous service conditions relevant to the current complaint issue. The service technician noted the following action taken as no repair, forward internally. The device has not been serviced; functional testing has been performed in accordance with the service & repair procedure. During the pre-repair diagnostic assessment the service technician identified the following failure code as torque out of tolerance. The service technician identified the probable root cause as material faulty. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.